Event description:
The procedure was a y-configuration stenting technique where two stents were implanted across the anterior communicating artery. It was reported that during the procedure, the patient suffered a subarachnoid hemorrhage and ischemic lesion of frontobasal nucleus resulting in hemiplegia and phasic disorders. No further information was provided.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and neurological deficits are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The procedure was a y-configuration stenting technique where two stents were implanted across the anterior communicating artery. It was reported that during the procedure, the patient suffered a subarachnoid hemorrhage and ischemic lesion of frontobasal nucleus resulting in hemiplegia and phasic disorders. No further information was provided.